Event description:
It was reported that during the left middle cerebral bifurcation aneurysm procedure, physician placed coil and prepared to deploy a stent, however the stent would not advance further into the microcatheter hub. The physician withdrew the stent and deployed the stent on the table outside patient anatomy. The physician then delivered the subject stent into the microcatheter and encountered resistance while advancing the subject stent within the microcatheter shaft. The physician tried to withdraw the subject stent, however only the stent delivery wire was retracted and the subject stent deployed prematurely within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was not returned. The microcatheter lumen was initially inspected using a patency mandrel and there was no indication that the stent was present. Because a severe kink was noted which prevented the mandrel from travelling fully through the lumen (from either the distal or proximal ends of the microcatheter), the microcatheter was cut open near the kink and it was confirmed that the stent was not present. The introducer sheath was returned still attached to the microcatheter. The sdw (stent delivery wire) was seen to be kinked 151cm from the proximal end. There was no damage noted to the sheath. The distal end of the hub was seen to be damaged on the microcatheter. Functional inspection passed, introducer sheath distal tip was seated nicely into the demo microcatheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use' was visually (indirectly) confirmed during inspection (it was not present still loaded on the sdw and was not present in the introducer sheath). The reported ¿stent difficult/unable to advance or pullback through catheter' could not be duplicated as the stent was not returned. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. Following an issue with an initial stent, it was reported that the operator 'delivered another stent and when it passed the hub slight friction was encountered. Continued to advance a while and it got stuck and could not be advanced even after adjustments. So, the operator withdrew the stent but only delivery wire was retracted. He felt the stent deployed in microcatheter'. The stent was not returned for analysis. The microcatheter lumen was inspected and the stent was not present inside it. The introducer sheath was returned still loaded inside the hub of the microcatheter. The sheath was removed and inspected and noted to be undamaged. The stent delivery wire (sdw) was also returned separately (not loaded inside the introducer sheath) and was kinked/bent near the distal end of the wire. Given the lack of damage noted to the distal tip opening of the introducer sheath and the deformation noted to the sdw, as well as the event description which notes increasing resistance when the stent was being advanced inside the microcatheter, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of ¿procedural factors¿ has been assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during use¿ and as analysed ¿stent deployed prematurely during use¿ and ¿sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the left middle cerebral bifurcation aneurysm procedure, physician placed coil and prepared to deploy a stent, however the stent would not advance further into the microcatheter hub. The physician withdrew the stent and deployed the stent on the table outside patient anatomy. The physician then delivered the subject stent into the microcatheter and encountered resistance while advancing the subject stent within the microcatheter shaft. The physician tried to withdraw the subject stent, however only the stent delivery wire was retracted and the subject stent deployed prematurely within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.